Event description:
Ms (B) (6) reported that an employee sustained a back strain during the week of jan 30th / 31st. She stated her employee was transporting a patient in a 2040 bed in which the zoom (motorized drive system) was not functioning and injured herself due to the weight of the bed.

Manufacturer narrative:
Further investigation and conversation with user facilities, (B) (6)-director of critical care, determined that the injury sustained was a back strain due to the loss of zoom functionality because of the loss of battery which are both options on the bed. Bed was still fully functional in manual mode. A report is being filed due to the fact that the caregiver was not at work the following day but it could not be determined as to whether or not this was a scheduled day off or as a result of the back strain. The serial number could not be identified by the user facility.